Event description:
The customer reported that there was a bad images on the screen and the unit screen is blank while the unit was on a patient. Additionally, the unit has a vertical lines. Customer reported that the event happened while the unit was on a patient, but there was no patient harm or injury. Through follow-ups, customer do not have patient's information.